Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - the pt complained of pocket stimulation and despite several attempts to reinitialize the device, attempts were unsuccessful. The pt has no known history of exposure to emi (e.g. Hf surgery, radiation therapy). This device has been explanted.